Event description:
There is no indication that the product caused or contributed to an adverse event. The patient's mother reported that the subject meter would not power on with the test strips. However, she stated that the test strips would turn on her backup meter. The reported power issue was not resolved with troubleshooting. A replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.